Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the source of the leak was a crack in the manifold assembly. The fse replaced the manifold assembly to resolve the leak; no further leaking was observed.

Event description:
The customer reported finding a leak under the module chemistry (mc) compartment on a unicel dxc 800 pro synchron system. The customer stated the leak was uncontained; however the customer was unable to determine the volume or exact source of the leak. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.